Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was being prepped to access the patient's internal jugular vin. During a pre operational saline flush, the device was found to be blocked. A similar device was deployed to complete the procedure. The patient did not experience any adverse event.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The device was returned for evaluation. A dry leak test was performed on each extension tube and it was confirmed that no air was able to pass through any of the lumens. Biological matter was determined to be within the shaft of the catheter. There was no evidence to suggest that this device was manufactured out of specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Event description:
No additional information has been reported since the submission of the initial report on 05/24/2018.